Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator lost a significant amount of weight and was not able to charge the device. The patient is having tingling and numbness in her leg and was advised to have the device removed. The device was removed. There were no additional patient complications reported.

Event description:
It was reported that the patient with this neurostimulator lost a significant amount of weight and was not able to charge the device. The patient is having tingling and numbness in her leg and was advised to have the device removed. The device was removed. There were no additional patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon. Additional premarket/510k: p190006.